Event description:
Customer reported that insulin pump did not alarm no delivery. It was also reported that the insulin pump alarmed motor error during set change. The blood glucose reading was 166 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. No motor error alarm noted and the motor passed motor test. The rewind functioned properly; no rewind anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.